Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign matter described as dark spots were observed inside the filter of a polyflux 170h. The event occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information added to d9, h3, h6 and h10 h10: the actual device and photo were received for evaluation. The visual inspection of the provided photo showed the product unpacked and dry. Visual inspection of the photo showed several black particles on the header area. Visual inspection of the product with the naked eye also showed the product dry and several black particles were observed on the header area. The reported condition was verified. The cause is associated with the visual inspection during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.